Event description:
It was reported that the clips do not come out. When they try to strike out the clip.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The first two staples in the returned sample appear misaligned. The stapler was returned with 36 staples left in the cover block. Dimensional inspection was performed at the manufacturing site. Measurements were taken of the widths and heights of the first two s taples that were stuck in the device. It was found that the staples were out of specifications. Four additional staples from the sample were fired and measured. It was found that three of the four staples were out of specification. First, the trigger cycle was completed. Functional inspection was performed by engaging the trigger of the stapler using hand pressure. No staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. Dimensional inspection was performed on the first two staples that were stuck in the device. It was found that the staples were out of specifications. Four more staples were fired and measured. It was found that three of the four staples were out of specification. Since some of the staples were out of specification, it appears that this contributed to the misalignment of the staples. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. Since some of the staples were out of specification, it appears that this contributed to the misalignment of the staples. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples jammed" was confirmed based upon the sample received. One sample was returned with the first two staples in the returned sample misaligned. Upon functional inspection, the staples were unable to fire as the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. Dimensional inspection was performed on the first two staples that were stuck in the device. It was found that the staples were out of specifications. Four more staples were fired and measured. It was found that three of the four staples were out of specification. Since some of the staples were out of specification, it appears that this contributed to the misalignment of the staples. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73c1700161 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips do not come out. When they try to strike out the clip.